Manufacturer narrative:
The batch documentation review incl. The quality inspection reports did not reveal irregulations or deviations in the production process. The implant corresponds with our specifications. The complaint sample was not returned to us for the investigation. Therefore, a visual inspection could not be carried out. X-rays have not been submitted for investigation. The customer was contacted several times for further information regarding this complaint. As the complaint sample, the x-ray images and surgery reports were not provided, we have not been able to conduct a comprehensive investigation to determine the root cause in this case. The waldemar link (B)(4) is aiming for the highest product quality and trying to keep the failure rate as low as possible by means of the customer feedback. Permanent employee trainings and market surveillance are performed. (B)(4).

Event description:
The patient came to clinic with hyperextension. Within the revision surgery it was noticed that pieces of polyethylene from the condyle cap on the medial side the set screw was 3 or 4 threads above the connection component hole. The surgeon removed the existing connection component and both condyle caps and replaced with new ones. Surgeon confirmed the set screw was slightly recessed and tight. Range of motion was as it should be. Surgeon commented there was no noticeable metal debris.

Manufacturer narrative:
Adverse event or product problem,type of reportable event, corrected. After re-evaluation of the complaint we determined that the correct classification is adverse event (adverse event or product problem) / serious injury (type of reportable event).

Manufacturer narrative:
All product features correspond with the valid specifications of the waldemar link at the time, when the item was produced. This MDR is preventive action. Until now the complaint sample has not been returned to us for further investigations. So an exact root cause for the failure cannot be determined. Additional information such as post x-rays, detailed patient data or the surgical reports (initial or revision) were requested and have not been submitted. According to the quality documentation review a product failure can be excluded. We will provide further information as soon as the investigation continues.

Event description:
The patient came to clinic with hyperextension. Within the revision surgery it was noticed that pieces of polyethylene from the condyle cap on the medial side the set screw was 3 or 4 threads above the connection component hole. The surgeon removed the existing connection component and both condyle caps and replaced with new ones. Surgeon confirmed the set screw was slightly recessed and tight. Range of motion was as it should be. Surgeon commented there was no noticeable metal debris.

Manufacturer narrative:
All product features correspond with the valid specifications of the waldemar link at the time, when the item was produced. This MDR is preventive action. Until now the complaint sample was not returned to us for further investigations. So an exact root cause for the failure cannot be determined. The user was contacted to receive more information e. G. X-ray images, surgery report, complaint sample, without response. We will provide further information as soon as the investigation continues.

Event description:
The patient came to clinic with hyperextension. Within the revision surgery it was noticed that pieces of polyethylene from the condyle cap on the medial side the set screw was 3 or 4 threads above the connection component hole.the surgeon removed the existing connection component and both condyle caps and replaced with new ones. Surgeon confirmed the set screw was slightly recessed and tight. Range of motion was as it should be. Surgeon commented there was no noticeable metal debris.